Manufacturer narrative:
(B)(4). Method: device work order search. Result: a device work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 25.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no patient injury reported. Cause of incident is unknown.

Manufacturer narrative:
Additional information: device evaluation - the product was returned loose in box with clear surgical residue/debris on product. Visual inspection found no visible damage to device and lens stuck in cartridge. Corrected data: cataract not reported. (B)(4).